Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized due to swelling and numbness. The patient alleged the numbness occurred because her heart fell out of rhythm. The implanted cardiac resynchronization therapy defibrillator (crt-d) remains in service. No further action was performed. No additional adverse patient effects were reported.